Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the product experienced damaged or open unit package/ seal where sterility is compromised. This event occurred five times. The following information was provided by the initial reporter. The customer stated: the product packaging for this item was not sealed resulting in the contents not being sterile.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/2/2021. H.6. Investigation: bd received 11 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for open packaging was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for open package with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode open package. The root cause can be attributed to transportation/storage after leaving the manufacturing site. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the product experienced damaged or open unit package/ seal where sterility is compromised. This event occurred five times. The following information was provided by the initial reporter. The customer stated: the product packaging for this item was not sealed resulting in the contents not being sterile.